Event description:
It was reported that saline solution (non-baxter product) leaked out of the "luer lock" of a large volume intermate when an unknown syringe was removed, after filling the device with the first 20 ml of saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured october 24, 2013 - october 25, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the actual device and six unused devices of same lot were received for evaluation. The actual sample was received with approximately 50 ml of fluid in the bladder. Visual inspection of the actual sample found no evidence of leakage. A functional leak test was then performed on all of the samples by filling the bladders with green color water and observing for leakage. No evidence of leakage was observed from any of the devices during filling, after filling, or the next day. Initial evaluation did not confirm the reported condition for the actual device nor for any of the unused devices. A batch review will be performed. Upon completion of baxter's investigation, a follow-up will be submitted.